Event description:
During use for a cardiopulmonary bypass procedure, the pump displayed the message "overspeed" and the roller pump stopped. The device was apparently replaced and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.